Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose on that day was above 524 mg/dl. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that the pump experienced an intermittent power issue, the battery compartment was cracked, and the battery cap threads were stripped. It was reported the battery cap was over 13 months old. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-nov-2017 with the following findings: a review of the black box showed unexplained power on reset events with deliveries resumed. The battery compartment was cracked above and below the bumper pad. No moisture/corrosion was found in the battery compartment. The returned battery cap threads were stripped, and was unable to maintain an electrical connection. The test battery cap fit and successfully completed 24 hour testing. No power on reset events were duplicated. The total daily doses added up correctly and reflected the user's programmed basal rates the pump passed delivery accuracy testing and was within range. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.